Event description:
It was reported that when using the video system center, the image on the monitor fades into an unfocused image, with pink coloring in middle of case. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. In speaking with olympus technical assistance center (tac), the customer reported that they observed color bars on the monitor prior to plugging in the scope and the issue occurred with both monitors used. The customer swapped out the video system center and the issue persisted. The customer reported that the staff was using a180 scopes, he is unsure if the 190 scope are producing the same problem. The image issue happened with multiple scopes at different times during a procedure with no errors being reported, being an intermittent issue. The customer was advised to check the maj-1933 and maj-1941 light source cables to see if the issue was only present when using the series 19- scopes. If the issue only occurred with the 180 series scope, the customer was advised to check the maj-1430 cable. The customer reported that the maj-1430 cable has some corrosion on it. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 08098 (2/2).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to due to the effect of corrosion of the cable. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.